Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens, dso bubbled and usb connector damaged. Event history log review was performed and found evidence of reported problem. Visual inspection, power up process, functional and sensor testing were performed. According to the investigation, the customer's reported problem was confirmed. Further investigation found damaged usb port on the pump main pcb. The investigation also found partially shorted front piezo. According to the investigation, it's unlikely either of these would cause settings loss on power up at random intervals, even though unplugging the piezo seemed to alleviate the issue. The investigation also reported that the pump so seal was bubbled, and dso sensor tested with in spec. Service replace the pump main pcb for data loss (again very unlikely the piezo caused it) and replaced the pump dso seal for bubble, also replaced front piezo for dragging down the audio circuitry. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited downstream occlusion alarm. It was reported that the pump experienced battery life issue and reset itself to manufacturer settings. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.